Manufacturer narrative:
Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported a corneal descemet detachment during laser assisted cataract surgery. Upon follow up, the reporter indicated no additional information will be provided. Patient is doing well.